Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint: clinical report states a revision due to pain and stiffness. Patient had increased metal ion levels. Update rec'd 10/28/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from elevated metal ion levels and synovium stained with metallic tissue. The stem is being added to address the elevated metal ion levels. Update 12/22/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated increased metal ions (no lab results provided). There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/19/2015. Update ad 21 aug 2018: in addition to what were previously alleged, ppf alleges dislocation, stroke, heart attack, metallosis, and metal wear. Doi: (B)(6) 2003 - dor: (B)(6) 2012 (left hip).